Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 6x (cat6x) confirmed that the catheter was fractured. Evaluation revealed that the coil winds from fracture location wrapped around the trax delivery device (trax) causing the fractured segments to be stuck on the trax. This type of damage is consistent with the retraction of device against resistance during use. Based on the reported complaint, the root cause of this damage could not be determined. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure via pedal access using an indigo system aspiration catheter 6x (cat6x), an indigo system lightning bolt aspiration tubing (lightning bolt), a trax delivery device (trax), and a non-penumbra sheath. The cat6x was noted to be fractured on the midshaft. It is unknown when the damage occurred. The cat6x was removed. The procedure was completed using a non-penumbra device. There was no report of an adverse effect to the patient.